Event description:
It was reported that the patient received an ncb pp distal femoral plate, left side, on (B)(6) 2013. On (B)(6) 2013, according to the patient, he was getting up from the toilet seat and heard a loud pop. The patient was taken to the emergency room and x-ray showed a broken plate. The comment from the doctor was that there was nonunion of the fracture hence the patient was taken back to surgery to have the plate and screws replaced.

Manufacturer narrative:
The manufacturer did not receive devices, and surgical reports for review. Although an x-ray picture was received and it confirmed the broken plate. The lot number was received for the plate, and the device history record was reviewed and found to be conforming. For the screws, the lot numbers were not made available. The cause for this specific event cannot be ascertained from the information provided, but one more information is received or that the products are received for investigation, an updated report will be submitted. Zimmer reference number (B)(4).